Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed during review of the device's history log. The device was put through extensive testing including ECG stress testing without duplicating the report. The defib connector and multifunction cable were replaced as a precaution. The device passed the final test procedure, was re-certified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator was unable to detect the electrode pads, was unable to obtain an ECG signal via electrode pads, and restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.